Manufacturer narrative:
H10: additional manufacturer narrative: updated section h6 (type of investigation). H11: corrected data: corrected section h6 (investigation conclusion).

Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient's underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 3300tfx aortic valve was scheduled to undergo a valve-in-valve procedure after an implant duration of three (3) years due to valve degeneration leading to aortic stenosis, severe intravalvular aortic insufficiency, and flailed leaflet. However, the patient self-discharged against medical advice the day before and the case was not done. The procedure has been re-scheduled. Additional information received indicated that the patient has underwent the valve-in-valve procedure after an implant duration of three (3) years and one (1) month. The tavr was performed with a 29mm 9600tfx transcatheter valve. The patient tolerated the procedure well and was transferred to the recovery room in stable condition. The patient was discharged on pod #4.